Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a dental procedure on an unknown date and suture was used. The suture was broken during suturing. It was unknown how the procedure was completed. There was no adverse patient outcome reported.